Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after their implantable cardioverter defibrillator delivered inappropriate shocks for a supraventricular tachycardia. Programming changes were suggested. The patient was stable before, during, and after the event.

Event description:
New information received on dec 7, 2018, indicates that the physician is dr (B)(6).